Manufacturer narrative:
The patient did not suffer an injury or require medical intervention due to the replacement incorrect weight change alarms. The pt continued treatment on this same machine and same prismasate bag without problems. The gambro intensive care therapy specialist reviewed the safety alert, machine function and pt assesment with facility's registered nurse during the call in 2006. Moreover, gambro ic therapy specialist called approximately 1 and a half hour later to verify that the treatment was continuing without incidents.